Event description:
The customer reported to olympus technical assistance center (tac), there was a b30 error on the evis exera iii xenon light source when the user switched out scopes during a diagnostic upper and lower gastrointestinal procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a b30 error was displayed after switching a pcf 190 series scope to a gif 190 series scope. Troubleshooting determined the gif 190¿s electrical contacts were wet, causing a poor connection. The customer was instructed to never allow the contacts to be wet when connecting to another device, the contacts should be wiped with alcohol and dried. Tac also instructed the customer to ensure the subject device is turned off prior to connecting it to a scope. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the scope connectors being wet could not be identified. The phenomenon might have been prevented per the instructions for use below: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.